Event description:
It was reported that the surgeon removed implants due to strep infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # nls-380000b, lot # 26582101, description: lrg tap pri mod nck 0 deg 38mm; cat # 502-11-52e, lot # 31346601, description: trident hemispherical cluster hole shell; cat # 623-00-36e, lot # mjhewe, description: trident 0 deg x3 insert 36mm ID; cat # 6260-9-036, lot # mja560, description: v40 cocr lfit head 36mm/-5; cat # 2030-6520, lot # mhtjry, description: cancellous bone screw 6.5mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.